Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set cannula kinked event on (B)(6) 2025. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Manufacturer narrative:
(B)(4). MDR 3003442380-2025-19151. The initial MDR with manufacturing report number (3003442380-2025-19151), was submitted on 20-jan-2026. Upon completion of the investigation, the manufacturing date was updated as 09-oct-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A query was run in the eqms on 21-apr-2026 against "lot number" "6014879" and similar malfunction codes: steel cannula is found bent upon removal from infusion site blockage. Steel cannula is found bent upon removal from infusion site. The review confirmed that lot 6014879 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 21-apr-2026 against "lot number" criteria equal "6014879" and similar malfunction codes: steel cannula is found bent upon removal from infusion site blockage. Steel cannula is found bent upon removal from infusion site. The count of complaint is (B)(4). The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6014879 was manufactured according to work instruction (wi) version 102 and packaging in the multivac 14, on 09-oct-2025 with a total of (B)(4) units. The sub-assembly of welding lot 5g04111 was manufactured according to the wi version 34 and manufactured in the machines ls11, on 29-jul-2025, with a total of (B)(4) units. The sub-assembly of welding lot 5g04130 was manufactured according to the wi version 34 and manufactured in the machines ls24 and ls25, on 07-aug-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5g04152 was manufactured according to the wi version 41 and manufactured in the machine 03, on 28-jul-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5g04153 was manufactured according to the wi version 41 and manufactured in the machine 03, on 29-jul-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5g04154 was manufactured according to the wi version 41 and manufactured in the machine 03, on 30-jul-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5g04157 was manufactured according to the wi version 41 and manufactured in the machine 03, on 01-aug-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5g04158 was manufactured according to the wi version 41 and manufactured in the machine 03, on 01-aug-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5g04165 was manufactured according to the wi version 41 and manufactured in the machine 03, on 06-aug-2025, with a total of (B)(4) units. The sub-assembly of molding lot 5g04200 was manufactured according to the wi version 36 and manufactured in the machine ls19, on 27-jul-2025, with a total of (B)(4) units. The sub-assembly of molding lot 5g004197 was manufactured according to the wi version 36 and manufactured in the machine 03, on 28-jul-2025, with a total of (B)(4) units. The sub-assembly of molding lot 5g04201 was manufactured according to the wi version 36 and manufactured in the machine ls19, on 28-jul-2025, with a total of (B)(4) units. The sub-assembly of molding lot 5g04202 was manufactured according to the wi version 36 and manufactured in the machine ls19, on 29-jul-2025, with a total of (B)(4) units. The sub-assembly of molding lot 5g04148 was manufactured according to the wi version 36 and manufactured in the machine ls19, on 29-jul-2025, with a total of (B)(4) units. The sub-assembly of molding lot 5g04198 was manufactured according to the wi version 36 and manufactured in the machine ls18, on 29-jul-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014879 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date, no additional patient or event details have been received.